Event description:
While prepping the stent, the physician noted that the stent appeared to be off-set/out of position on the balloon. The product was not used in the pt. Another device was used to successfully complete the procedure. There was no reported pt injury. No add'l pt or procedural info is available or forthcoming.